Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and not detected on bus. A field service engineer found that the row board cable connections to the drawer controllers of main drawers 4.1 and 4.2 were not fully seated, reseated the cables and powered the station back on, after which all functions returned to normal, then ran a hardware test application (hta) test, which completed successfully. The system functioned as intended after the field service engineer repaired the device.